Event description:
Customer reported a high blood glucose level with the display reading "high," but no specific value was provided. Cause was not known. The customer took corrective action by administering a correction bolus via a pump, was advised to change the infusion set, and was instructed to monitor blood glucose and follow up with a healthcare provider.